Manufacturer narrative:
Unit passed selftest. Unit received with the motor unable to rewind due to moisture damage on motor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to rewind anomaly. Unable to verify no delivery alarms/occlusion anomalies due to rewind anomaly. Moisture damage on force sensor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump wont rewind. Customer stated that insulin pump did not alarm with no reservoir detached. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.